Event description:
It was reported the error box kept popping up on the plasmablade generator when the surgeon first started activating the handpiece. It seemed to happen 3-4 times before it stopped. The surgeon also commented that the coagulation properties is not as effective as a bovie, even at a setting of 9. The box disappeared before the code could be read. Second of 3 events; see 3007069406-2012-00376 and 3007069406-2012-00378.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit gave an e8 error on the first coag. After being powered up. This is a known issue that will be fixed with upgrades. The "coag issue" could not be replicated. The unit delivered rf energy correctly across all modes and power levels. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.